Event description:
Post-implant, an increase in pacing threshold and a drop in sensing were observed. X-ray did not show any significant movement of the rv lead; however, micro dislodgement was suspected. The lead was repositioned. Subsequently, on (B)(6) 2011, the patient presented to the hospital with shoulder and chest discomfort. Echo and chest CT showed a small pericardial effusion and pericarditis. The patient was treated with meds and showed gradual improvement.

Manufacturer narrative:
No medwatch form was received.